Event description:
It was reported that during the implant procedure, the physician observed a discoloration on the outer insulation of the lead and elected to implant another lead. The young patient was in excellent condition during and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.